Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the ipg exhibited rise in battery impedance. Subsequently, the ipg was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at implantable pulse generator (ipg) last check up the device had normal battery depletion and battery impedance. Approximately, thirteen months later, the device check revealed the device is at elective replacement indicator (eri) with increased battery depletion. Preliminary review of saved device data did not indicate reason for the performance issue. The ipg remains in use, and patient scheduled for device explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.